Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of eosinophilic peritonitis in a patient coincident with dianeal pd4 unknown bag therapy for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced eosinophilic peritonitis. The patient was treated with unspecified antibiotics. Laboratory information was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient had not recovered from the event. Pd therapy continued unchanged. The nurse opinion of causality was reported as unassessable.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.